Event description:
It was reported to medtronic minimed that the customer reported the pump did not give insulin. The customer reported a blank display. The customer reported a blood glucose value of 775 mg/dl when admitted to hospital, and the current blood glucose value was 127 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The customer experienced hyperglycemia, diabetic ketoacidosis and was treated with a IV insulin drip (intravenous insulin infusion), and hospitalization: overnight stay. The significant events leading to admission was in and out consciousness. The customer reported at the time of hospitalization event were confusion, feeling sick/unwell, flu like, headache, tired/weak. The event involved product(s) mmt-1884, mmt-332a, and mmt-397a. Troubleshooting was partially performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for the blank display and the battery cap contacts and battery compartment and/or springs are not damaged. Display returned after cleaning contacts and after inserting a new battery. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a, and mmt-397a

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08740 inches. No blank display or pump under delivery noted. The thump and carelink software were utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unable to verify daily total of basal/bolus and all insulin delivered primary svn#: (B)(4), event date of 02-oct-2025 and on related svn#: (B)(4), event date of 19-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap/sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for under delivery anomaly and blank display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.